Event description:
The customer obtained falsely high troponin I results on a series of patient return samples. Elevared results of this magnitude might initiate a cardiac catherzation. Plasma sample results run concurrently with the serum samples were negative. There was no report of patient harm as a result of this event.